Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result after another test produced a positive result. Results were not reported to clinicians, and there was no adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "I bought it for my boyfriend after I tested positive. We both took the test and even though I¿m still feeling like death (and very symptomatic), I tested negative." What test result did the device give? Negative. What result was expected or considered "true"? No. Were the results reported to clinicians? No. Was this a test performed on someone else? If so whom? No. Was anyone given medical treatment as a result of the alleged erroneous results? No.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 tests (material # 256094), batch number unknown, customer received discrepant results while using the test kit.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result after another test produced a positive result. Results were not reported to clinicians, and there was no adverse patient impact. Eua# (B)(4), the following information was provided by the initial reporter: "I bought it for my boyfriend after I tested positive. We both took the test and even though I¿m still feeling like death (and very symptomatic), I tested negative." What test result did the device give? Negative what result was expected or considered "true"? No were the results reported to clinicians? No was this a test performed on someone else? If so whom? No was anyone given medical treatment as a result of the alleged erroneous results? No